Event description:
It was reported from the patient's mother that the patient with this implantable pacemaker has a period when this right atrial (ra) lead was not communicating properly. The mother wanted to see if there are any records of this. Technical services (ts) advised there were no reported lead issue. Ts advised to contact the following clinic. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).